Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The annulus diameter was 23.9mm and perimeter was 75.1mm. The patient had a bicuspid aortic valve. There was sufficient calcium to allow anchoring of the device. A pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 24mm balloon. The valve was deployed, and the implantation depth was checked in different projections. The valve was released at 2-3mm depth on the non-coronary cusp (ncc) and 4-5mm on the left coronary cusp (lcc). A moderate perivalvular leak was noted, and a post-dilatation bav was performed with a 24mm balloon. After the post bav, the valve migrated into the ascending aorta. The patient remained hemodynamically stable. A second 27mm navitor vision valve was implanted using another flexnav delivery system. There was no aortic regurgitation or perivalvular leak. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of off-label use, perivalvular leak (pvl), and migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the reported off-label use was related to the device being used on a bicuspid aortic valve. Causes for the reported pvl and migration could not be conclusively determined. The reported surgery and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.